Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, a broken plug strap and a white calcification in the surface of the shell. A leak test was performed and found an opening on the anterior/posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool and sharp in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "exchange from textured to smooth implants due to the product concern."

Event description:
Patient reported left side "exchange from textured to smooth implants due to the product concern" and "capsular contracture," baker grade IV. Device remains implanted.